Manufacturer narrative:
At the time of this report, the catalog number is unk. Attempts have been made to confirm actual catalog number. The device sample was not received by the MFR at the times of this report. A follow-up report will be sent after completion of investigation.

Event description:
The event is reported as: alleged issue: during the isis trial, dr (B)(6) attempted a fiber optic intubation with iris and was unable to advance the isis tube through the fiber optic airway because of the suction port. This was a difficult airway and an emergency situation. A different et tube was used successfully. The size of the et tube has not been determined at the time of this report. No pt injury reported.